Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(4).

Event description:
Information was received that a revision procedure was performed on (B)(6) 2018. As per the reporter, the rod failed to distract. During a review of investigation findings it was confirmed that the rod has a compromised o-ring.